Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy, skin irritation under the therapy pads from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient was prescribed miconazol acis for the irritation. Follow up indicated that the skin irritation is improving.